Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# va05gp0, product type: lead. A if information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss or change of therapy, and that the device is not working properly or helping with their symptoms since 2013. It was stated that the device never worked exactly correctly with helping the symptoms. A manufacturer representative (rep) met with the patient who changed programs and told them that some of their electrodes are messed up. The device is also causing the patient pain in their hips and legs, and that they have had the pain but it got worse after the programs were changed. It was also indicated that the implantable neurostimulator (ins) has been moving around as of 2013. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from a company representative indicated that there were some impedances with the lead. The healthcare provider replaced the ins and lead on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.